Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error and motor error. Customer's blood glucose was 130 mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
The insulin pump power up properly after battery installation. The insulin pump received with operating currents within specific. The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No motor anomaly noted. The insulin pump received with corroded electronic assemblies, corroded motor home switch and corroded battery tube.